Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed 2014') in a female patient who had essure inserted. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant). Essure was removed in 2014. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removed 2014') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criterion medically significant) and experienced flank pain ("left side pain"). Essure was removed in 2014. At the time of the report, the medical device removal and flank pain outcome was unknown. The reporter considered flank pain and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: flank pain. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media report: reporter information and new event left side pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.